Event description:
A pt reported experiencing inaccurate high results with a otbe meter. The pt's blood glucose results were 88mg/dl, 147mg/dl. Tests were done within <10 minutes with a difference of 45%. Pt did not experience any adverse events. No further info has been reported.